Manufacturer narrative:
(B)(4). Method: the complaint mr290 autofeed humidification chamber was returned to fisher & paykel healthcare in (B)(4) for evaluation. The chamber was visually inspected. Results: visual inspection revealed that the bag spike had become separated from the feedset tube. A lot check revealed one other similar complaint for lot 120611. Conclusion: we were unable to determine what caused the reported damage. Sufficient glue was observed on the tubing but it did not appear to be bonding sufficiently. We have conducted extensive testing of the mr290 chamber, with particular emphasis on feedset leaks. Significantly we have not been able to replicate failure of the feedset tube in any of our testing. The specification for the chamber requires that the feedset tube should have a breaking strain of 30 newtons. During production, pull testing of the feedset strength at both spike and dome end is performed every hour on mr290 chambers from each production line. If any product fails this test, the whole batch is placed on hold for investigation. Additionally all chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. Chambers that fail any of these tests are discarded. This suggests that the damage occurred after the product was released for distribution. The customer had confirmed that in all four cases the feedset tubing had become damaged after start of use. The user instructions that accompany the mr290 state the following: -set appropriate ventilator alarms. -perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient.

Event description:
A hospital in (B)(6) reported to a fisher and paykel healthcare (fph) representative that water leak occurred at the connection of the feedset tube and the bag spike of an mr290 humidification chamber. This was found prior to use on a patient.